Event description:
Reportedly, the instrument's jaws would not open to release the tissue. Therefore, it was decided to utilize another instrument to transect around the tissue containing the initial device to complete the case without further incident. Procedure: pd